Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has very limited hearing sensations. Re-implantation is considered.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was initially reported that the patient had very limited hearing sensations with the device. As per new information received on september 05, 2019, the user no longer had any hearing sensation with the device. The user was re-implanted.

Manufacturer narrative:
In accordance with the information in the patient report, it is assumed that the device possibly failed due to damage to the active electrode, as might be caused by an external mechanical impact. However, to determine a root cause, a device investigation is necessary. A revision surgery has not been scheduled yet. The complaint will be further investigated as and when the patient undergoes surgery.

Event description:
It was initially reported that the patient had very limited hearing sensations with the device. As per new information received on september 05, 2019, the user has no more hearing sensation with the device. As per information received on september 2019, reimplantation is considered.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report, it is assumed that the device possibly failed due to damage to the active electrode, as might be caused by an external mechanical impact. However, to determine a root cause, a device investigation is necessary. A revision surgery has not been scheduled yet. The complaint will be further investigated as and when the patient undergoes surgery.

Event description:
The patient has very limited hearing sensations. In situ measurements showed 6 to 7 electrode channels with high impedance status and 2 channels involved in a short circuit. As per new information received all channels show high impedance or short circuit. Re-implantation was being considered but has not taken place. Information from the field states that ossification was found in the cochlea, so there will be further medical consideration by the surgeons before any next steps are carried out.